Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the renasys touch device does not hold the charge, the patient is forced to stay connected to the electrical network. It is unknown how the treatment was completed and if there was a delay in treatment. No patient harm reported.